Event description:
It was reported that pump experienced malfunction 16, after which customer saw a ¿high¿ blood glucose reading on meter, with exact value unknown but no additional information was received regarding any medical treatment or long-term effects. Customer gave correction insulin by injection using multiple daily injections, planned to use injections as backup therapy, and did not require help from another healthcare provider, while technical support arranged replacement pump under warranty, confirmed shipping details, provided storage and return instructions for faulty pump, and advised customer on setting up replacement pump and connecting continuous glucose monitor.